Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. A solid tone was noted. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scatches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."

Event description:
It was reported that during a lap gastric bypass procedure, while dr was firing it and going across tissue, it just stopped. Could not be do anything to get it back. Case completed by using a new instrument of the same product code. No pt consequence.